Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the rosa robot (the touchscreen is a part of rosa robot).

Event description:
It was reported that the monitor would not turn on and was making a clicking noise.after several attempts to turn it on, the field service enginner suggested to plug it in an external power outlet and finally it turned on.

Manufacturer narrative:
The field service engineer inspected the monitor and decided to replace it to avoid similar incident. The root cause of the malfunction of the monitor cannot be determinated.

Manufacturer narrative:
The monitor from the device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the monitor would not turn on and was making a clicking noise. After several attempts to turn it on, the field service engineer suggested to plug it in an external power outlet and finally it turned on.